Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: a philips field service engineer (fse) came on site on the 19th of may 2017. He analyzed the log files and suspected a defective image processing pc (ippc) caused the issue. He reloaded the application, reset the patient database and image disks. He tested the system and confirmed that the issue was no longer appearing. On the 23rd of may he replaced the ippc and hard disks and returned the system in working order. Philips subject matter experts started analyzing the log files on the 20th of june 2017 and found that a software issue initiated by a double tap of the exposure pedal within 1 second caused the inability to produce x-ray during the procedure performed on the (B)(6) 2017. This problem occurs when: clinical user issues 2 pairs of start-and stop prepare requests in 1 second. Because of a software implementation error, the software module patient & beam enters an invalid state if these requests are issued so quickly after each other. Conclusion of the analysis: the system malfunction was caused by a structural defect in the software initiated by a double tap of the exposure pedal within 1 second and was not related to the ippc suspected by the fse. Investigation has shown that there is no in compliance with processes or regulations and an initial risk assessment has shown that the risk associated with the reported issue is acceptable. The issue has been raised as a problem report to determine if and when the issue will be resolved.

Manufacturer narrative:
When the investigation has been completed, philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that during a pulmonary biopsy procedure, there was no image available on the system. The patient developed a hemorrhage, it I s unknown if this was caused by the malfunction of the system.